Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -14.5/4.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's eye and then noticed there was no astigmatism marker line on lens. It was reporter that the patient is in good status as of now and the doctor suggested not to explant/exchange the lens.